Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (ctni) result was obtained on the dimension vista 500 system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control were within specification at the time of the event. No system process errors were observed at the time of the reported event. Siemens requested the patient sample be sent to siemens for investigation. The description of the event may be consistent with heterophilic interference or other antibody interference. Siemens has requested the patient sample be sent to siemens for investigation. The patient sample was not returned to siemens for investigation. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 instrument. The discordant result was not reported to the physician(s). The same sample was reprocessed on a later date on an alternate non-siemens methodology and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I result.